Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 08, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Additional information was received about the alleged asthma (new or wrosening). Section h6 health effects: clinical codes has been updated in this report.

Manufacturer narrative:
The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected to adverse event (the product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.